Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed.

Manufacturer narrative:
Product 'lgn pressfit stem 12mm x 120mm' was not the affected product. More information about revised product to come.